Manufacturer narrative:
B3: unknown. No information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device was double beeping without the cassette attached. Per reporter, the event occurred, during testing. There was no physical damage reported. There was no patient involvement. And no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/22/2024. H3: one device was returned for repair in used condition with complaint of double beep no cassette. This device has not been in for service in the review period. Functional testing was performed, and the complaint was confirmed. The reported problem was not duplicated but found multiple high-pressure alarms in event log history after starting. Replaced the downstream occlusion (dso) sensor to correct the problem. The device passed all functional tests after repair.